Manufacturer narrative:
(B)(4). The reported lot number was manufactured between the dates 7/24/2013 and 7/26/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported the separation of an interlink continuflo solution set at the stopcock and the female luer. The customer indicated that the luers appeared to be loose even after they were tightened. There was no patient involvement, patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available at this time.